Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4) implanted: (B)(4) product type: catheter. Product ID: 8596sc, lot# serial# (B)(4) implanted: 2007, product type: catheter. (B)(4).

Event description:
The device system was returned with no information.